Manufacturer narrative:
Result: brake pedals.

Event description:
It was reported by service report that the brakes were locked and both brake pedals were broken off. No pt involvement or adverse consequences are reported.